Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to the ICU for unrelated reasons, unspecified reset mode was observed with hv therapy disabled. The patient expired before device replacement occurred.